Event description:
Reportedly, on (B)(6) 2019 the patient powered the 3g adapter to the landline, as well as the subject home monitor. When the home monitor was turned on, the patient initiated transfer (pit) button immediately displayed a constant red light, and the installation of the unit could not be completed. On (B)(6) 2019, the subject home monitor was tested at the japanese distributor, and the reported issue could be reproduced.

Manufacturer narrative:
The type of the device (d2 field) has been corrected.

Event description:
Reportedly, on (B)(6) 2019 the patient powered the 3g adapter to the landline, as well as the subject home monitor. When the home monitor was turned on, the patient initiate transfer (pit) button immediately displayed a constant red light, and the installation of the unit could not be completed. On (B)(6) 2019, the subject home monitor was tested at the (B)(4) distributor, and the reported issue could be reproduced.

Event description:
Reportedly, on (B)(4). 2019 the patient powered the 3g adapter to the landline, as well as the subject home monitor. When the home monitor was turned on, the patient initiate transfer (pit) button immediately displayed a constant red light, and the installation of the unit could not be completed. On 27 march 2019, the subject home monitor was tested at the japanese distributor, and the reported issue could be reproduced.

Manufacturer narrative:
This report contains the same information as the one provided in the inital report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.